Event description:
Revision surgery - patient complains of unstable left knee. Apparently caused by loose soft tissue. Surgeon replaced 11mm implant with 19mm implant and knee stability was re-established.